Event description:
Reporter alleged that a neonate received results of 198 mg/dl and 265 mg/dl on the inform system back to back within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that no strips are left, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.